Manufacturer narrative:
Insulin pump was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to blank display. (B)(4).

Event description:
Information received by medtronic indicates the pump was exposed to moisture. The customer stated they were doing normal therapy. No further details reported. The insulin pump will be returned for analysis.